Event description:
It was reported that the infusion sets were leaking at the screw connection to the syringe. The patient faced the issue with several sets.

Manufacturer narrative:
Initial 1 of 2. E1: event country: germany. Name: abbvie inc. Country: united states of america. Street address: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.